Event description:
Same case as: 2134265-2014-04132. It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation at 8 atmospheres, the balloon ruptured. A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was selected; however, during the first inflation, the balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a 3.0-40/144 sterling es / coyote es balloon catheter. The device was removed intact. No patient complications were reported and the patient's status was good.

Event description:
Same case as: 2134265-2014-04132. It was reported that balloon rupture occurred. The 100% stenosed, chronic total occlusion target lesion was located in the severely calcified and moderately tortuous anterior tibial artery. A 2.5mm x 20mm x 144cm coyote¿ es balloon catheter was selected to dilate the lesion. During the first inflation at 8 atmospheres, the balloon ruptured. A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was selected; however during the first inflation, the balloon ruptured. The number of inflations and to what atms is unknown. The procedure was completed with a 3.0-40/144 sterling es / coyote es balloon catheter. The device was removed intact. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter. Examination of the balloon and shaft tacitly and under magnification revealed a longitudinal balloon tear 11mm long located 8mm from the distal tip. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).